Manufacturer narrative:
The customer¿s reported problem was confirmed. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was not returned for servicing which not correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. The customer stated that there is no patient involvement.

Event description:
(B)(4). Case description: 8015 sn: (B)(4) customer wanted to know how to clear this error code. I explain to the customer that he needed to transfer his network configuration to the 8015. Once this is done you will need to do a power cycle and press yes for a new patient and you should be all connected. The customer stated that if he needs any more help he will call back. And the call was ended. Failure device type: failure problem type: failure mode: case resolution: I explain to the customer that he needed to transfer his network configuration to the 8015. Once this is done you will need to do a power cycle and press yes for a new patient and you should be all connected.